Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) level of 15 mg/dl. Cause was unknown. Customer was treated intravenously with dextrose. Customer was released from the emergency room on the same day with issue resolved.